Event description:
Physician's assistant (pa) was testing the hemopro bipolar cautery prior to use on the patient to harvest leg veins during cardiac bypass surgery. The bipolar cautery worked but would not shut off. Staff opened another bipolar cord thinking that was the problem but the same thing happened with that cord.====================== health professional's impression======================defective device.